Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior tibial artery. After a non bsc guide wire crossed the lesion, the 2.0mm x 150mm x 150cm coyote balloon catheter was advanced to dilate the lesion. The balloon was inflated for 6 seconds however, it ruptured at 6 atmospheres on the first inflation. The balloon was completely removed from the patient. The procedure was completed using a 2.0-15 / 2.7-2.0f / 140 small peripheral cutting balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).